Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported the patient unexpectedly died on (B)(6) 2013. It was unknown why the patient expired, or any details or circumstances surrounding the death. There was no alleged product issue. The medication in the pump was dilaudid at 0.2mg/day. Although it was previously reported there was no product issue additional information received from a consumer reported the patient died as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.